Manufacturer narrative:
The microtip assembly was received by the manufacturer on march 14, 2016. Evaluation was conducted on march 18, 2016. Visual evaluation found no damage or defect of device on external inspection. The microtip primed on the first attempt, during functional testing, and ran for 12 minutes (4 minutes on each setting: low, medium, and high) without malfunction or failure. Simulation testing resulted in the device functioning within all specifications during the 12 minute evaluation. The microtip was then disassembled with no damage or defect noted. The probable cause for the reported "vacuum test failure" is that the microtip cartridge had not been fully engaged with the console. Per the information provided by the complainant, there were two procedures scheduled for the patient for the same time period. The portion requiring the microtip was aborted and the other procedure was performed. There was no injury or harm to the patient caused by the reported failure of the device.

Event description:
The cassette was snapped into place and the system was hooked up correctly. While priming the console it stopped and read "vacuum test failure." The operating room nurse tried to prime several times, unconnected the microtip assembly, reconnected the assembly, and tried to prime again to no avail. The case was combined with another surgeon performing another procedure. The procedure associated with the tenex system was aborted. The other procedure proceeded forward.

Manufacturer narrative:
The device has not yet been returned by the customer. Confirmation was received from the customer that the device was sent in last week. Upon arrival at the manufacturer's facility, the device will be evaluated and a supplemental report will be submitted.

Event description:
The cassette was snapped into place and the system was hooked up correctly. While priming the console it stopped and read "vacuum test failure." The operating room nurse tried to prime several times, unconnected the microtip assembly, reconnected the assembly, and tried to prime again to no avail. The case was combined with another surgeon performing another procedure. The procedure associated with the tenex system was aborted. The other procedure proceeded forward.